Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure, the left internal iliac artery was reportedly covered unintentionally when the ipsilateral leg was deployed. A procedural angiograph showed blood flow remained; therefore, no treatment was given for the left internal iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel.¿